Event description:
Repeated product problem with the closed foley system. After insertion, the catheters do not drain. Staff have tried irrigation and, when that fails, the catheters are replaced. The system was purchased with the intent to decrease infection, but the system failures increase the exposure because of increased handling and breaking of seals.